Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was reseated and the power supply was adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.